Event description:
While troubleshooting an alarm situation with the family member of the home pt (hp), the baxter operational support rep noted the pt may have been overfilled while using the homechoice cycler for apd therapy. During review of the hp's therapy info, the hp's family member had reported that the hp had an initial drain volume of -16mls. Hp's family member relates that the hp had a last fill volume of 2000mls, which the hp had in the peritoneum during the day and usually drained off during the initial drain of therapy using the homechoice cycler. Further review of the hp's therapy info revealed the hp drained off 1210mls greater than the programmed fill volume of 2000ml during cycle 1 and that the initial drain alarm setpoint was set at "off". Follow up with the hp's healthcare professional (hcp) reveals there was no pt injury or medical intervention.